Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) and during the procedure, cement leaked into the spinal canal posteriorly. The cement consistency was reported as "doughy and homogenous" and had been stored at the appropriate temperature range prior to use. It was noted that the physician "tried a bit too hard to fill in as much cement" as possible. No patient complications were reported.